Event description:
A journal article was submitted for review titled; intravascular ultrasound-guided stenting for iatrogenic aortocoronary dissection: the art of needlework. A patient presented with an inferior st-elevation myocardial infarction (stemi) secondary to acute right coronary artery (rca) occlusion and underwent emergent percutaneous coronary intervention (pci). During engagement of a medtronic launcher 6f al0.75 guiding catheter into the rca ostium, repeated catheter manipulation and contrast injections resulted in an iatrogenic aortocoronary dissection (iacd) with extension into the aortic root. The dissection was considered a serious procedural complication and prevented further contrast injections. To manage the event, the original guiding catheter was exchanged for a medtronic launcher 6f jr4 guiding catheter. Intravascular ultrasound (ivus) was utilized to identify the true lumen and guide rewiring of the vessel. Following successful true lumen access, pci and stenting were completed, resulting in restoration of timi 3 coronary blood flow. The patient subsequently had a favorable clinical outcome. Hospitalization was uneventful, left ventricular ejection fraction remained largely preserved with only mild inferior wall hypokinesia, and follow-up computed tomography performed 48 hours later demonstrated complete resolution of the aortic root hematoma with no residual dissection.

Manufacturer narrative:
Journal article title: intravascular ultrasound-guided stenting for iatrogenic aortocoronary dissection: the art of needlework. Https://doi.org/10.1016/j.cjco.2025.04.009 b3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.